Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 01/18/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed a sudden voltage drop on (B)(4) 2012 from 1.28 v to 1.23 v related to an unconfirmed "auto off" alarm. The pump was powered on and exercised without any overheating or alarms duplicated. The pump was tested with an external power supply and all pump currents were found to be within specifications. The pump was opened and no damage or defects were found to the pump power circuit. Unrelated to the complaint, the battery compartment was found to be cracked but the battery cap was able to secure and hold electrical connection. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.